Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had battery out limit alarm. The customer¿s blood glucose unknown. The customer states that they put a new battery in insulin pump and got a battery out limit alarm. The customer stated that they changed battery because screen was blank. Customer's outcome pertaining to the complaint. The insulin pump will not be returned for analysis.